Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The iesu was returned and failure analysis (fa) completed the investigations. The reported issue was confirmable using logs; inspection during fa process was able to replicate the report event; unit tested on system, presents c-33/c-00 error on startup c-00, m-11, m-18 errors in logs. As a result of these findings, the root cause of the reported event could not be determined. .

Event description:
It was reported that during a da vinci-assisted general hemicolectomy surgical procedure, intuitive surgical inc. (Isi) representative reported to technical service engineer (tse) that errors on the generator were observed. Tse viewed system logs and noted errors m-11, m-18, c-38. The customer replaced the energy cables, power cycled numerous times, reseated the power cord in different outlets and unplugged the external foot pedal connection; however, the issue persisted. The bipolar energy works without any issues; however, the errors pop up when the use monopolar energy. Isi representative stated they swapped out the vision side cart (vsc) and tested both monopolar and bipolar energy with the new vsc and did not have any further issues. The procedure was converted to another dv system with no reported injury.